Event description:
It was reported that the cardioplegia monitor was intermittently rebooting itself during a case. The monitor was not changed out and the case was completed successfully. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.